Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: surgeon reports stapler fired and completed staple and cut sequence. The blade reversed to the home position and jaws of stapler would not open and release from tissue at the end of the stapler. The surgeon attempted to use the manual override and reverse button and was still unable to open the jaws of the stapler although was not certain if related to the problem. Surgeon then needed to introduce a second stapler to come across the bowel on either side of the device to free it up. Anastomosis was then completed in usual methods following removing the first stapler.

Event description:
It was reported that during a laparoscopic colectomy procedure, the device was fired and the staple /cut sequence was completed. The blade would not reverse automatically and the reverse switch was used and still would not reverse. The surgeon attempted to use the manual override and still would not reverse. Surgeon then needed to introduce a second stapler to come across the bowel on either side of the device to free it up. Anastomosis was then completed in usual methods following removing the first stapler. Case was completed with a second device. There were no patient adverse events reported. The procedure was delayed by ten minutes.

Manufacturer narrative:
(B)(4). Batch # l52h14. The analysis found that one ple60a device was returned in good visual condition and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired. In addition another cartridge was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing and the device closed and opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.